Event description:
It was reported that while in the operating room, the md introduced the "introducer needle into the femoral artery and then advanced the guidewire through the needle." The md removed the introducer needle and inserted the sheath. The md then "installed the one way valve on the y-shaped connection, and withdrew the vacuum two times by using the big syringe." The central lumen was flushed with heparin, and then the md inserted the catheter along with the guidewire through the "steel sheath." The iab could not pass through the sheath. The md exchanged the iab and the insertion was a success.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.